Event description:
It was reported that the scissors were dull.

Manufacturer narrative:
Additional info will be provided once the investigation is completed. A similar product from lot # 846006 was also implicated in this event.